Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I. It was reported that the patient's stimulation was turning off by itself. The rep stated that the patient is constantly in pain so they notice right away when the ins goes off on its own and confirm it is off with the patient programmer. The patient keeps the ins charged over 50% at all times. The rep stated that this happened once in (B)(6), twice in j(B)(6), twice in (B)(6), and once in the beginning of (B)(6) and it has been fine since then. The rep stated that the events happen sporadically and in all environments. No issues were found with impedances. It was suggested that the patient take a journal of on/off incidents. It was stated that they would grab a recording of the ins for future visits. No further complications were reported or anticipated.